Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon fired the first firing across a small vein of the kidney with a white cartridge; when it was observed, it had cut but partially fired the staple line. They controlled the bleeding with harmonic and continued. They then opened a second device and fired a white reload and then proceeded on with the case. Near the end of the procedure they surgeon was firing across the hilum and ran into a vessel they did not see and the patient was bleeding profusely. It is not known how much blood loss occurred or if blood products were given to the patient. The surgeon converted to open and used harmonic and suture to continue the procedure. The patient is stable. The second device was discarded due to if had fired properly during the procedure. One device is being returned for analysis. There was no other information available to the rep.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) - the analysis found that one ec45a device was received instead of a sc45a. The device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system. In addition a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments.